Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2019, information was received from an healthcare professional (hcp) regarding a patient receiving heparin (25,000 units/ml, 1,250 units/day) via an implantable pump for cancer chemotherapy and liver, metastic or primary. Information was received that reported the patient was scheduled to have their pump go empty on (B)(6) 2019 and was due for a refill. The hcp reported the patient's appointment was cancelled and the patient was never rescheduled. The hcp reported the patient was not hearing an alarm, but later reported the pump was interrogated and confirmed an empty pump alarm had occurred. The patient came in on (B)(6) 2019 for troubleshooting. The hcp was assisted in programming using an 8840 to update the reservoir volume and low reservoir alarm volume. There were no mentioned symptoms.